Event description:
It was reported that the patient¿s lead was damaged during the explant procedure. The manufacturer representative had a call from a health care provider (hcp) that was asking about a full body MRI scan and a small fractured tip of the lead the was left in the patient¿s body following explant procedure. The hcp said it would be next to impossible to consider removing the lead. The hcp pulled the lead directly from where the lead body tines were and not the implantable neurostimulator (ins) pocket site, and the lead tip broke at the tines and remained in the patient¿s body. The patient had radicular pain down their legs and the hcp wanted to do an MRI to investigate this. The patient wanted to know if the device was causing the pain and wanted the MRI to help with diagnostics. The patient did get an MRI and had some bulging disks and had now moved on to see an orthopedic hcp for that. The hcp had not heard any additional updates on the patient. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Event description:
Additional information received reported that the patient wanted to know what could be done to retrieve the remainder of the lead. The lead fractured upon removal on (B)(6) 2014. The fracture was at the sacrum and the patient had lower back pain as a result. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_prog, lot # unknown, product type programmer, physician. (B)(4).